Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a low blood glucose and the insulin pump had blank display. Customer¿s blood glucose level was 46 mg/dl. Customer treated with food for low blood glucose. The customer stated that the display was blank currently. The display did not return after insulin pump restart. The customer did not allege that the insulin pump was over delivering. The product will return for the analysis.

Manufacturer narrative:
Device received with a blank display due to corroded electronic assembly. The motor and battery tube assemblies found with traces of corrosion. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.